Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device does not discharge. There was no reported patient involvement.

Manufacturer narrative:
A philips bench repair technician determined that the power pca, which is on global hold, requires replacement. The device will be considered returned to full functionality upon replacement thereof. The device is currently at philips repair bench and will be returned to the customer site upon completion of repair or the customer's refusal of the quote.

Event description:
It was reported to philips that the device does not discharge. There was reportedly no patient involvement.